Event description:
According to the facility on (B)(6) 2023 the "tip of endotracheal tube pierced tonsil without significant resistance, leading to laceration and further surgery".

Manufacturer narrative:
According to the facility on (B)(6) 2023 the "tip of endotracheal tube pierced tonsil without significant resistance, leading to laceration and further surgery". Per the facility an ent surgeon was required to "cauterize the tonsil as the ett passed through the anterior aspect of the tonsil". Per the facility the procedure was able to be completed and the injury was discovered upon extubation of the patient. Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.